Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The rse confirmed that the host pc was starting up by operating the power switch manually on the machine room in m cabinet. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the host pc cmos battery voltage was low. The fse confirmed that the host pc was defective and needed a replacement. The defective host pc was returned for analysis, and it confirmed cmos battery issue. To resolve the issue, the fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.